Event description:
A physician reported he observed air bubbles during a procedure and couldn¿t determine why.

Manufacturer narrative:
No incident or samples were returned for inspection and the MFR was advised there was no device available for return. Pt info has been requested from the facility but not yet received for reporting. Our quality dept. Is actively continuing their investigation and have requested info from the device vendor. A supplemental medwatch will be filed regarding this reported product malfunction as add¿l info becomes available.